Event description:
The customer indicated that a pt had a urine sample tested with an icon 25 hcg test kit and the hcg result was negative (-). The urine sample used was not a morning void. A physical exam was conducted by the physician and an ultrasound was performed. The ultrasound result indicated the pt was about 9 weeks pregnant. There has been no change the pt treatment that can be attributed to this event.